Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and turbid effluent, coincident with peritoneal dialysis (pd) therapy. The next day, the patient was hospitalized for the reported event. On the same day the patient was hospitalized, they were treated with intraperitoneal (ip) cephalothin (1 gram) and ip amikacin (100mg) every 24 hours for three days, along with ip meropenem (dose and frequency not reported). During the hospitalization, the patient was put on piperacillin-tazobactam (4.5g, every 12hr, route not reported) for peritonitis. The treatment with cephalothin and amikacin was reported to have been discontinued the same day the patient was hospitalized. On an unreported date, the patient ended up having clear peritoneal fluid and the nephrologists ordered for the patient to be discharged. A couple of days later, the treatment with piperacillin-tazobactam was discontinued and the patient was discharged from the hospital. The patient was reported to not have recovered from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.